Manufacturer narrative:
Us reporting agent notified: (B)(4) 2014. Complaint description: wire is split during surgery. Samples received: 5 unopened and 1 open race-packs. Analysis and results: there are no previous complaints of this code/batch. There are no units in OEM stock. OEM received five closed samples and one piece of broken thread (thread shows splitting). OEM tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable.

Event description:
Country of complaint: (B)(6). Complaint description: wire is split during surgery.